Event description:
A healthcare worker experienced white spots on her left hand and a burning sensation when she removed the sterilized items from the chamber. The worker washed the contact site with water. She reported that the burning sensation lasted about one and a half hours and the white discoloration resolved the following day. The vaporizer plate was not in place when the event occurred.